Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this boston scientific sales representative was contacted for assistance with evaluation of this subcutaneous implantable cardioverter defibrillator. Noise was observed in secondary and alternate vectors. The representative expressed concern in regards to the integrity of the associated electrode. An x-ray identified the electrode was fractured. A revision procedure was performed and this system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this boston scientific sales representative was contacted for assistance with evaluation of this subcutaneous implantable cardioverter defibrillator. Noise was observed in secondary and alternate vectors. The representative expressed concern in regards to the integrity of the associated electrode. An x-ray identified the electrode was fractured. A revision procedure was performed and this system was explanted. No additional adverse patient effects were reported. It was reported that inappropriate shocks occurred prior to the revision procedure. No additional adverse patient effects were reported.